Event description:
The customer reported a blue fluid leak of approximately 20ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/04/2015. The fse confirmed the leak; additionally, he found that mode-to-mode calibration factors were out of range. The fse replaced a cut tubing to pinch valve pv37 to resolve the leak. He replaced the blood sampling valve (bsv) actuator to resolve the calibration factor issues. The repairs were verified per established service procedures. (B)(4).